Event description:
A report was received that the patient had oozing and tenderness at the pocket site. It was determined that the patient was bending too much that the incision at the ipg site reopened. The physician believed that the event was non-device related and that infection might be present but the patient was not having fever. The site was cleaned and the patient was given antibiotics. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had oozing and tenderness at the pocket site. It was determined that the patient was bending too much that the incision at the ipg site reopened. The physician believed that the event was non-device related and that infection might be present but the patient was not having fever. The site was cleaned and the patient was given antibiotics. The patient will undergo a pocket revision.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. During the procedure it was determined that the pocket opened as the patient's skin was taut in that location and there was a lot of fatty tissue. The pocket was moved slightly more laterally and superior to a more fatty location. The patient was reportedly doing fine following the procedure.